Event description:
Company representative reported " please send two shipper kits for explanted devices to this account. There¿s no claim as it¿s a breast cancer case. Healthcare professional later reported left side rupture. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Company representative reported " please send two shipper kits for explanted devices to this account. There¿s no claim as it¿s a breast cancer case. Healthcare professional later reported left side rupture. Device is unknown.

Event description:
Company representative reported " please send two shipper kits for explanted devices to this account. There¿s no claim as it¿s a breast cancer case. Healthcare professional later reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive and non-penetrating nick assessed as to surgical tool scratch like. Cancer breast: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.